Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the electrode belt front therapy electrode was pulled off the cable and was missing. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had failed incoming functionality testing.